Manufacturer narrative:
.

Event description:
On (B)(6) 2014 received explanted lead from st jude medical. No explant information provided. Investigational letters will be sent to implanting physician and center.